Event description:
Same cae as MFR#: 2134265-2009-05209. It was reported that post a coronary stenting procedure, in-stent restenosis occurred. An unk liberte' stent was implanted on an unk date in the mid left anterior descending (lad) artery. Post the original stenting procedure, in-stent restenosis was identified. A 3.0x20 mm apex monorail was advanced to treat the 90% restenosed and moderately tortuous target lesion, located in the previously implanted liberte' stent. Upon the third inflation, the apex monorail ruptured at 12 atmospheres. The procedure was completed with another of the same device. There were no pt complications and the pt condition is reported as good. Additional info was requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.